Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent (2.25mm x 18mm) to a lesion in the lad with 95% stenosis, calcification and tortuosity. The lesion was pre-dilated (2times, 12atm, 10s) but 75% stenosis remained. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion due to calcification. Resistance was not encountered at the lesion. The physician changed to another brand of product, of unknown size, to complete the surgery. The patient is good now. Evaluation summary: the device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. The distal tip of the device had slight evidence of damage, the distal tip appeared stubbed. The 4th distal stent segment was deformed and had raised and stretched struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusions: stent deformation. Lesion morphology ¿ 75% stenosis. Stent deformed. (B)(4).